Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of there are artifacts on the probe. Poor image quality is confirmed, and the root cause is the internal probe failure. A history review of serial number dyaxah034 showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the probe shows artifacts, poor image quality.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the probe shows artifacts, poor image quality.